Event description:
Home pt (hp) reports hp was connected to homechoice machine before hp should have been, during prime. Baxter technician assisted hp in ending treatment and restarting with new supplies. No pt injury or medical intervention required per hp.